Event description:
Cs29 was applied for b-1 cs29 was fired at 1.5mm range. In about 1 second after firing, motor sound ceased and pc displayed "firing incomplete" with chime. Fs could not be removed from anastomosis easily. The donuts were made in good shape. The staples were not properly formed in b-shape, and dr, had to change to b-ii by hand suturing.